Manufacturer narrative:
Height: 73 inches. Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted (B)(4).

Event description:
The end user developed a red rash like area under the mass as a result of stool undermining the seal of the wafer. He sought treatment from a physician and was prescribed prednisone 1-percent eye drops be applied to this red rash like area daily. He also applies reliamed stoma powder followed by dermarite no sting protective barrier to his peristomal skin. He switched to a competitor's product and the affected area has since resolved. No further patient complications were reported.